Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Visual inspection of the device noted no anomalies. Interrogation of device memory indicated that a charge timeout alert (> 45 seconds) had been recorded. The device case was opened, and visual inspection noted that one of the two high voltage (hv) capacitors was slightly swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing, likely caused by a low resistance pathway between anode and cathode. The root cause of the problem is under investigation, but may be the result of anode material puncturing the insulator paper that separates the anode and cathode electrodes, causing an electric field breakdown. This capacitor leakage problem impacted the device¿s ability to provide shock therapy because the hv capacitors could not be fully charged, but brady pacing, telemetry, and other device functionality remained available.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device declared a fault code indicating a product performance issue may have occured. An inquiry was also made to know if the device would beep once end of life (eol) was declared. The device was explanted and will be returned. No further adverse patient effects were reported.